Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 59 mg/dl (aviva) and 100 mg/dl (advantage) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the aviva system. (B)(4).

Event description:
It was reported that an alarm was heard, but was not confirmed by telemetry. The pump had been empty for a year and could have been alarming due to an empty reservoir. The pt initially had been using prialt, but this was discontinued because of the cost. The pt was put on oral medications. There were no withdrawal symptoms reported. The pt wanted to use the pump again. The health care professional could not aspirate the catheter. Additional info has been requested, a follow-up report will be sent if additional info becomes available.